Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8711, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had prialt and morphine put in her pump in may and "she went bonkers" and was not making sense. The patient would go on a walk and be gone for hours. She lost control and was hospitalized for over a week. The pump was turned down as low as possible and was refilled with morphine. The patient switched health care providers and then went missing. She was found in jail. The patient was "lost and confused". It was also noted the pump was too big for the patient. She was having a lot of problems with it and it was causing more pain that it was helping.